Manufacturer narrative:
Pr (B)(4) follow up: it was reported there were incorrect syringe markings. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe has the scale marking shifted. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4122296. The review revealed there were no issues during the production of this lot that could have contributed to the reported defect, though it was documented that a repair to the syringe barrel printing process was performed. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 302830; batch#: 4122296. It was reported by the customer that syringe in their box with incorrect syringe markings. Verbatim: one of our hospitals found this syringe in their box with incorrect syringe markings additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No issue was detected before IV prep completed, a different unaffected syringe was used instead. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 28-007-2024. 3. Total number of occurrences? 1.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302830, batch#: 4122296. It was reported by the customer that syringe in their box with incorrect syringe markings verbatim: one of our hospitals found this syringe in their box with incorrect syringe markings